Event description:
Event description boston scientific crm received information that this patient was in the hospital for a pacemaker replacement procedure. The battery status of the device was at eol (declared nine days prior) and was therefore unable to be interrogated. The patient had been on vacation for over two months and was unsure of the last telephonic check. The patient reported feeling more tired but was otherwise asymptomatic. The electrocardiogram indicated the device was providing therapy at vvi 50. The amount of battery longevity remaining at eol was requested and it was questioned whether this was normal battery longevity for this device. Three days later, the device was explanted for normal battery depletion and successfully replaced.